Event description:
A site rep reported their articulating arm has difficulties locking and unlocking. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No part has been returned.